Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed via remote transmission. Patient was asymptomatic. Programming changes and further testing were recommended. The patient will continue to be monitored. No further information available.